Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the reservoir holder part was cracked and pieces of reservoir compartment was missing. The customer¿s blood glucose level was unknown. The customer also reported that the circle of belt clip was missing so it wont lock. The insulin pump will be returned for analysis.